Event description:
It was reported via phone call that a preloaded intraocular lens (iol) malfunctioned. It was noted that product was opened / not used, the haptic was not in proper placement. Eye affected was left eye. Unknown if there was medical/ surgical intervention or if they were conducted. Unknown of patient outcome or if there was any patient post-op injury however, surgery was successfully completed using the back-up lens, which was the same model and diopter power size iol. Suspect iol was disposed of post-surgery. No other information was provided.

Manufacturer narrative:
Section a5 (ethnicity): unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.